Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for essential tremors and movement disorders. It was reported the patient was getting their stimulation turned off as they were experiencing side effects with the programming. The patient was recently implanted and they were still working on optimizing the patient's programming. They've been sensitive to programming and the changes with programming. Today, the patient has tingling in their mouth. The patient bumped their head yesterday and they were getting a CT scan because of this. The hcp was not concerned with the lead. The patient was to see the neurologist next week to try some reprogramming. No further complications were reported as a result of this event.